Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: additional information.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery that is 80% stenosed. A 2.0x15mm traveler was advanced to the lesion and ruptured. An unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. Additional information received stated the traveler ruptured during the second inflation at 14 atmospheres. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery that is 80% stenosed. A 2.0x15mm traveler was advanced to the lesion and ruptured. An unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.